Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the tampons are falling apart inside her. She noticed fibers on toilet paper after wiping when she goes to the bathroom. She has not had any unusual symptoms.